Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range pacing lead impedance was observed and capture has been chronically high. Patient will continue to be monitored.

Event description:
New information received states that the patient was presented in the clinic and rising lead impedance was observed. No intervention has been done as the lead remains implanted. The patient will be scheduled for lead revision and generator replacement.

Event description:
New information received states that rising lead impedance was noted and a fluoroscopic image confirmed rv lead dislodgement. The lead was capped and replaced on (B)(6) 2017. The patient was in good condition before, during and after the procedure.